Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1354262, medical device expiration date: 2023-12-31, device manufacture date: 2021-12-20. Medical device lot #: 2054191, medical device expiration date: 2024-02-29, device manufacture date: 2022-02-23. Initial reporter state: (B)(6).. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the needle was retracted before use. Steps taken with customer/troubleshooting: per email, when product was opened for arterial stick, it was noted that the needle had already been retracted and there was no clear plastic needle covering in the packaging either. Customer then obtained another vacutainer and the same issue was found. They were both from different lot #'s and had different expiration times.

Manufacturer narrative:
The following fields have been updated with additional information: d.9. Device available for eval? Yes; d.9 returned to manufacturer on: 19-aug-2022. H.6. Investigation summary: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for preactivation was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for preactivation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode preactivation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the needle was retracted before use. Steps taken with customer/troubleshooting: per email, when product was opened for arterial stick, it was noted that the needle had already been retracted and there was no clear plastic needle covering in the packaging either. Customer then obtained another vacutainer and the same issue was found. They were both from different lot #'s and had different expiration times.